Event description:
The customer¿s biomedical engineer (biomed) reported no sound was coming from the speakers at their philips information center ix (pic ix). The device was reported to be in use on a patient, but no adverse event to patient or user was reported.